Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 1.50mm rotalink¿ plus was selected for use. During procedure, the burr was entered into the rca and multiple runs were performed from 165,000rpm to 149,000rpm. Furthermore, a cine was shot and a perforation of the target lesion was noticed. Although patient status was stable, the physician referred the patient for coronary artery bypass grafting procedure from target lesion, left anterior descending artery and circumflex artery. Patient was fine after surgery. No further patient complications were reported.